Manufacturer narrative:
Follow-up received on 14-jul-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her doctor found the one of the essure coils came out of her fallopian tube and was in her uterus (considered as device expulsion) and this required surgery. During surgery, her doctor found that part of the coil was still in the fallopian tube (interpreted as device breakage), therefore she had to cut the coil and leave part of it there (device misuse). A hysterosalpingogram was performed and it was unable to locate remaining part of coil and her doctor believed it might be embedded in her uterine lining somewhere (interpreted as device embedded). The events device expulsion and device embedded were considered serious due to medical importance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the event device expulsion was seen by the doctor 7 years after essure insertion, however the exact date and the mechanism of expulsion are not known. Considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgery was required. Additionally, other non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow up information received on 23-mar-2015: the patient had essure inserted on (B)(6) 2007 and it was removed on (B)(6) 2014. The essure model was amended to ess205. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her doctor found the one of the essure coils came out of her fallopian tube and was in her uterus (considered as device expulsion) and this required surgery. During surgery, her doctor found that part of the coil was still in the fallopian tube (interpreted as device breakage), therefore she had to cut the coil and leave part of it there (device misuse). A hysterosalpingogram was performed and it was unable to locate remaining part of coil and her doctor believed it might be embedded in her uterine lining somewhere (interpreted as device embedded). The events device expulsion and device embedded were considered serious due to medical importance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the event device expulsion was seen by the doctor 7 years after essure insertion, however the exact date and the mechanism of expulsion are not known. Considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgery was required. Additionally, other non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from consumer via regulatory authority FDA maude (case# (B)(4) ) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. Consumer reported that since she had essure procedure done she has had major problems with headaches, nausea, abnormal periods, blood clots and abdominal pain. In 2014 (7 years after the device was placed) after years of suffering, her doctor found the one of the essure coils came out of her fallopian tube and was in her uterus and this required surgery. During surgery her doctor found that part of the coil was still in the fallopian tube, therefore she had to cut the coil and leave part of it there, otherwise risk perforating her uterus. Since then she has had continued health problems. Her doctor had to do a hysterosalpingogram to ensure her tubes were actually closed. During this test, they were unable to locate remaining part of coil, again not in the fallopian tube were they claim they were supposed to stay but her doctor believed it might be embedded in her uterine lining somewhere. Recently, consumer underwent an ablation to try and believe some of her symptoms but if this did not work her only option would be a hysterectomy. Consumer associated all of these events to essure. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The device breakage and the symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue and a usability issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her doctor found the one of the essure coils came out of her fallopian tube and was in her uterus (considered as device expulsion) and this required surgery. During surgery, her doctor found that part of the coil was still in the fallopian tube (interpreted as device breakage), therefore she had to cut the coil and leave part of it there (device misuse). A hysterosalpingogram was performed and it was unable to locate remaining part of coil and her doctor believed it might be embedded in her uterine lining somewhere (interpreted as device embedded). The events device expulsion and device embedded were considered serious due to medical importance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the event device expulsion was seen by the doctor 7 years after essure insertion, however the exact date and the mechanism of expulsion are not known. Considering the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since a surgery was required. Additionally, other non-serious events were added. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.